Manufacturer narrative:
Patient age remains unknown. "Other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
On (B)(6) 2018, the patient underwent an endovascular treatment of an abdominal aortic aneurysm, the right common iliac artery aneurysm and the left common iliac artery aneurysm using gore® excluder® aaa endoprostheses. Afterwards, on an unknown date, a distal type I endoleak was observed from the left leg. To treat the observed distal type I endoleak a reintervention was performed on (B)(6) 2020. A contralateral leg endoprosthesis was implanted distally in the left and the left internal iliac artery was embolized. The patient tolerated the procedure.